Event description:
It was reported that there was intermittent or no ventricular output. Follow-up attempts were unable to determine if there was any patient involvement.

Event description:
It was reported that there was intermittent or no ventricular output. Follow-up information was subsequently received reporting there was no patient involvement. The event was discovered during a nursing training exercise that did not involve patients.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis found the heart lead flex was out of specification, confirming the reported event. The ring and side bail covers were found to be broke, the ring bail was bent, and the battery contacts were compressed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.